Manufacturer narrative:
(B)(4): brief description of complaint: at some point after the surgery, the patient presented with an infection. At the biopsy site, the skin was pink and warm and large amount of purulent drainage. Investigation conclusion: the reported issue was not confirmed. The returned intact¿ handle functions as intended utilizing the complaint lab wand and the complaint lab generator as evidenced by the sound and function of the handle motor, which is representative of normal operation, and by the successful air capture and a successful motorhome sequence at the end of the capture during the functional inspection. The complaint could not be recreated for the patient injury ¿infection¿ issue that was reported in the complaint description. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a bles procedure, the patient presented with an infection at the biopsy site. The site reported to have a large amount of purulent drainage. It is unknown if any interventions were needed and no other information was provided.